Event description:
It was reported that during a neurovascular flow diversion procedure, an aneurysm was located at the beginning segment of the posterior communicating artery in the cranium. The aneurysm was unruptured and saccular, with a maximum diameter of 8 millimeters and a neck diameter of 3 millimeters. Landing zone: distal: 4 mm and proximal: 4.5 mm. The pipeline embolization device-450-20 was selected for implantation. After full hydration, the device was delivered to the stent catheter. Initially, the distal end of the dense mesh stent opened normally, but a kink condition occurred after the middle segment, preventing the stent from opening properly. Angiography was performed, and three attempts were made to retrieve and redeploy the stent, but these were unsuccessful. Due to the patient's advanced age, it was deemed too risky to continue with the problematic stent. The dense mesh stent was retrieved and withdrawn as a whole. The surgery was completed successfully with another stent. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was normal. The pru level was 280. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline didn't open in the middle section. The pipeline was placed in the middle section when it failed to open. It was re-deployed multiple times but it still could not be opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at middle section as the middle section was found to be fully opened and damaged. The pipeline flex braid ends were found to be fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.